Event description:
Boston scientific received information that the lead safety switch was triggered on another manufacturer's right ventricular (rv) lead and this pacemaker due to high out of range pacing impedance measurements. The patient reported being dizzy and was hospitalized. Subsequently a revision procedure was performed where fluoroscopy imaging was inconclusive. The rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.